Event description:
This ra lead was implanted on (B)(6) 2004 and is still in active implant. A call to technical services was made on (B)(6) 2014 stating that the health care provider got lead safety switch yellow screen upon interrogation of the device. The impedance was 2500 ohms which was a big leap from (B)(6) which was 410 ohms. There was possible ra lead issue and programmed to aai. The physician was dr. (B)(6) at (B)(6) in (B)(6), oh. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).